Event description:
Doctor reported a patient was diagnosed with bilateral keratitis along with erosion of 6 mm diameter fluorescein positive. The patient was treated with artificial tears, n acetylcystein, antibiotics, and lens bandage for 6 days. At follow up, the erosion regressed to less than 1mm diameter for both eyes. The patient has sub epithelial punctuation/infiltrate in the right eye and there is stromal edema in the left eye. The visual acuity corrected was 1.6/10 for the right eye and <1/20 for the left eye. There was no penetration to the bowman's membrane. A culture was not performed.

Manufacturer narrative:
The solution was not returned for evaluation. A review of the lot batch records and chemical testing of the retained sample concluded that the product was made in accordance with applicable specifications. Based on all information, no causal factor can be determined and no conclusion can be drawn.